Event description:
It was reported that after external cardioversion the device lost capture temporarily and also had an increase in thresholds. No interventions were necessary and the device and leads resumed normal function. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.